Event description:
It was reported that the patient received 6 shocks. The lead exhibited noise and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.